Event description:
The customer stated that while attempting to calibrate the axsym rubella igg reagent, a calibration failure occurred with an error code of 1001 (calibration check failure, cal a/b ratio too high) and error code 1018 (calibrator a rates too high). There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.